Event description:
Reporter alleged, obtaining blood glucose test results "in the 900's" mg/dl, which is outside the numeric reading range of 10-600 mg/dl of the aviva sys. Reporter stated, he had been experiencing hyperglycemic symptoms during that time. No actions were reported taken or treatment received. A request was made for the return of the suspect device and replacement prod was sent.